Event description:
It was reported that the high voltage coils of the right ventricular lead had increased and high lead impedance. It was further noted that there was an apparent right ventricular lead fracture. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a patient alert for out of tolerance sub-threshold lead impedance on (B)(4) 2012. The weekly high voltage lead impedance trend data shows an abrupt increase for minimum and maximum defibrillation and superior vena cava defibrillation impedance of 58 to 14288 ohms peak between (B)(4) 2012.

Event description:
It was reported that the high voltage coils of the right ventricular lead had increased and high lead impedance. It was further noted that there was an apparent right ventricular lead fracture. The lead was capped and replaced. No patient complications were reported as a result of this event.